Manufacturer narrative:
Not returned.

Event description:
This clinician contacted keystone dental on 12/15/2016 to report that a patient receiving dyanblast paste following an immediate extraction and grafting procedure 2 weeks prior had complained of pain, numbness, and swelling at the grafting site. According to the incident narrative, the tooth at fdi-iso dental site 36, was extracted on (B)(6) 2016 immediate placement of an implant and grafted around the implant with dynablast paste. On 12/12/2016, the patient reported that the numbness and pain were improving but not completely resolved. The clinician reported the t the implant was healing well with out issue.